Event description:
Test strip holder was broken. Patient was unable to test on meter for one day. On the day of the event, the patient began to feel weak and dizzy. Patient attempted to test but was not able to test on the meter because the test strip holder was broken. The patient was taken to the emergency room, where patient's blood sugar was 14mg/dl. Patient was treated with glucose. Based on the information provided, the meter malfunctioned. The patient did suffer a serious injury, however, the meter did not contribute. The patient did not attempt to test on the meter until patient was already experiencing symptoms. The meter is being replaced for the patient.